Event description:
Boston scientific crm received information that this device system was explanted due to device pocket erosion. It was observed during the revision procedure that the defibrillation leads had been capped off-label as a result of patient refusal of defibrillation feature at initial implant. The local area sales representative was unable to confirm whether these caps had come off the lead pins prior to the pocket revision or during the revision. A new boston scientific crm device system will be implanted once the patient is cleared by the physician. Additional information was recently received during a normal device follow up that this lead remains in service. It was determined that this lead was not explanted during the time of the original event and instead remains in service. No other information could be obtained about the procedure.

Manufacturer narrative:
The lead caps were noted as not coming back for analysis. There was no allegation against device system functionality and due to this, analysis is not required. The system was explanted due to device erosion. The lead remains in service. No further information is available. This report will be updated if more information becomes available.